Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, charge/battery lasts less than expected, harm reported with no reported allegation of a device malfunction. The customer reported no consequences or impact to patient, hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7715, mmt-7040a. The customer reported an issue with the insertion site. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger light was flashing green and has not been used for more than 1 year. Advised charger was working properly and transmitter was charging. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter was not fully charged. Customer was advised to fully charge transmitter. Customer reported the transmitter battery did not last 7 days. Transmitter was fully charged before it was connected to the sensor. No further patient complications were reported. It¿s unknown whether the customer will continue using the device. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7715. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.